Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent returned separate from sds, stent struts stretched, misaligned and distorted for entire stent length with the exception of three rows of stent struts on one end. The maximum stent profile was reviewed and was within specification. A review of the specified inside diameter of the stent protector was performed, however the stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it is most likely that stent damage occurred during the preparation and handling of the device. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. After a 4.00 x 38 synergy¿ drug-eluting stent was removed from its sterile bag and the stent protective sheath was removed, the physician started shaping the mounted stent; however, the stent dislodged outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. After a 4.00 x 38 synergy drug-eluting stent was removed from its sterile bag and the stent protective sheath was removed, the physician started shaping the mounted stent; however, the stent dislodged outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.